Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the middle digit of the result was partially hidden behind a black spot that is immediately visible upon powering. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). The customer performed resets but the issue was not solved. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue on an accu-chek inform ii meter. The reporter stated the meter had black spots on the screen; one spot is going through the results field. Staff members stated the results field was unreadable. No misinterpretation of results has occurred.